Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic keto acidosis on (B)(6) 2018 with blood glucose level was above over 600 mg/dl. The customer current bg level was 329 mg/dl. The customer was treated with insulin drip. Customer was not using auto mode. Customer alleging pump was under delivered. The insulin pump will not be returned for analysis.